Event description:
It was reported that the pump boxes were labeled as pharmgard enabled (blue-back), but the pump in the box was a manual mode (gray-back) pump. Per reporter, the pumps themselves are physically gray-backed and when turned on, they are verified as manual mode pumps. There was no patient involvement and no patient harm/adverse event reported. Analysis confirmed the products were labeled with the incorrect item number.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the used pump was not in its original packaging. The event history log was not applicable to review. Functional testing confirmed the reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the most probable cause of the issue is a mislabeled pump with the incorrect item number. The pump serial number label was replaced to correct the reported problem.